Manufacturer narrative:
Out of the reported malfunction, the device was returned for evaluation. The investigation was confirmed for break at the inner catheter at the distal end confirming the reported issue. A definitive root cause could not be determined. The device is labeled for single use. The catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code for the lifestent 5f vascular stent system products are identified. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061503c lifestent 5f vascular stent system allegedly experienced difficulty advancing the delivery system over the guidewire and through the introducer sheath, a piece of the sheath broke and detached requiring the removal of the detached component within the same access site as, there was also difficulty to remove the delivery system. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. Patient age, weight, and gender was not provided.